Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
It was stuck at the channel when the technician advanced stent by wire guide. Therefore, he replaced a new one and complete the procedure.

Event description:
Supplemental report is being submitted due to the completion of the investigation on (B)(6) 2024.

Manufacturer narrative:
Device evaluation: 01 x zebd-7-7 zimmon biliary stent set of lot number c1970115 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. An image was provided showing the stent, pigtail straightener and introducer within the device packaging. There is visible damage on the non tapered end pigtail curl. File related to (B)(4) - user error: device not inspected for damage prior to use. The device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2023. The returned device lab examination findings and observations can be referred through attached files. On evaluation of the device, it was noted that the stent and pigtail straightener returned. Damaged noted on the non-tapered end pigtail curl of stent, kink on the 5th porthole of the non-tapered end, multiple kinks /crumpling observed on the 3rd porthole of the non-tapered end. A 0.035" wire guide passes through the tapered end freely. Manufacturing records review: prior to distribution all zebd-7-7 devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. The failure mode has not previously occurred with lot c1970115. Based on the information to date, there are no manufacturing issues associated with lot c1970115. Review of historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use /or label review: it should be noted that the instructions for use (ifu0045) states the following:¿ refer to package label for minimum channel size required for this device¿. It also says, ¿visually inspect with particular attention to kinks, bends and breaks¿. ¿if an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to user applying excessive force during straightening of the pigtail curl, therefore causing the kinks and crumpling noted on the stent which in turn lead to difficulty advancing and placing the stent. Confirmation of complaint: the complaint is confirmed based on the visual and/or functional inspection. Summary of investigation: failure identified: kinked while straightened. Confirmed quantity, 01 device confirmed prior to use. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to user applying excessive force during straightening of the pigtail curl, therefore causing the kinks and crumpling noted on the stent which in turn lead to difficulty advancing and placing the stent. The complaint is confirmed based on the visual and/or functional inspection. According to the information reported and additional information received, this occurrence was prior to patient contact. Complaints of this nature will continue to be monitored for potential emerging trends.